Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter 4.0 x 200 mm, 150 cm was selected for this endovascular therapy procedure to treat arteriosclerosis obliterans of the superficial femoral artery. The target lesion had 100% stenosis with severe calcification and moderate tortuosity. The physician inserted the catheter, and during treatment the balloon ruptured upon a single inflation at 8 atm for several seconds. The balloon was removed without any problem, and visual observation found the rupture on the proximal side of the shoulder part of the balloon. The procedure was able to be completed successfully using another ranger without sequela.